Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) a few years before the device was explanted. The patient was non-compliant and after interrogating the device, "pacing was not seen so they didn't know if the device was capturing." It was further noted that the battery voltage was 2.93. The device was explanted and replaced the same day of the device interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.